Event description:
Pt was brought into cv lab for left heart catheterization. Lesion was found in both of the lad stents. During intervention, microcatheter (turnpike by vascular solutions) broke and dislodged into lad. Gooseneck snare utilized to remove broken off piece of catheter. Pt remained stable throughout procedure. CT surgeon consulted at time of event and pt taken to emergent CABG with no additional complications. Device packaging was not saved. Lot number could be either 641075 or 644408. Manufacturer response for heart catheter, turnpike (per site reporter): no product to provide, only pictures. No response yet.